Manufacturer narrative:
The received information including the log file provided basis for the investigation. The logged entries show that the ventilator had generated several alarms such as "supply pressure low", "apnea" and "mve low" at the reported time of event. Furthermore, the audible alarm functionality was checked after the event by a dräger service technician and was found to be functioning correctly. The customer report that the device did not alarm for a missing oxygen supply could not be confirmed. In addition, it was found during the investigation that a pressure reducer was used together with the oxygen cylinder that is not intended to be used in connection with an oxylog 3000plus. This set up could lead to an insufficient ventilation. That a low supply pressure was present at the time of event could be confirmed by the logged entries. The investigation result does not indicate a device failure that contributed to the reported patient outcome. The logged entries show that the device behaved as specified to detected external deviations by generating corresponding alarms.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer that "the patient was being transferred to another hospital for clinical reasons and was intubated and ventilated requiring the use of oxylog 3000 plus. The oxylog had been alarming for the removal of the mains power cable. The patient was assessed as being ready to transfer and the oxylog oxygen tubing was attached to an oxygen cylinder and connection checked. On transferring the patient to the main door the patient became unstable and was returned to his original bed area. It was noted that the oxygen tubing was not connected to the oxygen cylinder. The oxylog ventilator did not alarm for no oxygen supply. The patient subsequently went into cardiac arrest, CPR was futile and the patient died."